Event description:
The customer's family member reported that the customer rec'd unk inaccurate readings and had a medical event from 2009. The customer experienced confusion and disorientation. The customer was treated with a glucagon injection. In addition, the customer went to their doctor where they were treated with unk intravenous fluid and had x-rays and blood work done. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The customer returned meter serial number and strip lot 0914922. The complaint was not confirmed and all results were within the range specification during control solution testing. According to the internal memory log of the meter, the customer rec'd a "hi" reading in 2009, and then rec'd a reading of 111 mg/dl the following day, and then rec'd a reading of 41 mg/dl on the same day, which is consistent with the pt's treatment. Note: the meter is designed to report readings of 20 mg/dl to 50 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A reading greater than 500 mg/dl would display a "hi" message.